Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case, cracked case at the display window corners, corroded battery tube, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received a failed battery test alarm. The customer's blood glucose was unknown at the time of incident. During troubleshooting the caller confirmed that there were battery compartment cracks that prevented the battery from properly fitting into the insulin pump; the customer could not restore normal insulin pump function despite five battery changes. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.